Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jul-27 clarified the serial number of the catheter that was partially removed (sutureless connector side) was (B)(4). The pump was discarded by the hospital, and will not be returned for analysis. The catheter was to be placed in the mail on 2017-jul-27, and no tracking information was available. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving gablofen (baclofen) 2000mcg/ml for a total dose of 169mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported during a routine pump replacement for end of battery life, the surgeon had difficulty removing the sutureless connector (sc). In trying to remove, the outer silicone detached from the inner metal ring. Eventually, it was removed and replaced with a new 8596sc, which was trimmed to the same length as what was removed. It was noted surgical intervention occurred as a partial explant occurred on (B)(6) 2017, and the catheter will be returned for analysis. It was noted there was no issue with the patient or patient symptoms. The sc connector will be sent back for analysis. It was unknown if the issue was resolved at time of report. The patient's weight was asked, but unknown. The patient's status at time of report was "alive-no injury." The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
The other relevant components include: product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type catheter analysis found that there was difficulty with the sc catheter disconnect that led to explant. If information is provided in the future, a supplemental report will be issued.